Event description:
Two cna's were transferring a resident back to bed with the hoyer lift. Front hook on the hoyer broke. One cna lowered resident to chair, which was still under her. Being as transfer was not complete, resident obtained a small skin tear to right outer arm, which was cleaned by the nurse and steri strips were applied. No redness or bruising noted at this time 6/17/97, 3:00 p.m... Vitals b/p 120/80 -p -68 r-20 t-98.4 tympanic assessment done 6/18/97 0900 shows no sign of further injury. No signs of infection to skin tear. Steristrips intact over injury. Tegaderm applied. Device serviced 1/97.